Manufacturer narrative:
It was reported that a software communication failure occurred. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation, the communication error occurred during the markers registration, when the cooperative mode was activated, due to an over force applied on the robot arm which was twisted and more sensitive. The root cause of this event was determined to be use error due to an over force applied on the robot arm.

Event description:
Around 10:01am est, the robot experienced a software communication failure during marker registration. The surgeon was going to the last of 5 bone fiducials when the shutdown occurred. The bone fiducial placement made the positioning of the pointer probe awkward, which may have added to the cause of the shutdown. The patient was placed lateral, so the left side of their head was pointing down towards the floor. The bone fiducial was on the left side, so the pointer probe had to be rotated underneath their head to reach the fiducial. Just before reaching the fiducial, an audible click noise was heard and the communication failure error message appeared on the screen. The pointer probe did not appear to be in contact with anything, and the surgeon stated they didn't feel that they were applying an excessive amount of force. The robot was restarted and the marker registration was re-performed without any issues. The patient was under anesthesia and no incisions were made. The total delay after restarting robot was less than 5 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Around 10:01am est, the robot experienced a software communication failure during marker registration. The surgeon was going to the last of 5 bone fiducials when the shutdown occurred. The bone fiducial placement made the positioning of the pointer probe awkward, which may have added to the cause of the shutdown. The patient was placed lateral, so the left side of their head was pointing down towards the floor. The bone fiducial was on the left side, so the pointer probe had to be rotated underneath their head to reach the fiducial. Just before reaching the fiducial, an audible click noise was heard and the communication failure error message appeared on the screen. The pointer probe did not appear to be in contact with anything, and the surgeon stated they didn't feel that they were applying an excessive amount of force. The robot was restarted and the marker registration was re-performed without any issues. The patient was under anesthesia and no incisions were made. The total delay after restarting robot was less than 5 minutes.